Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had oversensing noise and an superior vena cava (svc) coil impedance warning. It was also noted that the right atrial (ra) lead had an increasing capture threshold that be came high and an had increasing impedance. The leads remain in use. No patient complications have been reported as a result of this event.